Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The service history review identified no indication that the complaint was related to a service of the device within the view period. The event history log could not confirm any records of the related customer reported issue. Visual inspection found the device was in good condition. Functional tests were performed, and the reported problem was confirmed. The root cause of the problem was a defective downstream occlusion (dso) sensor. To solve the problem, the dso sensor will be replaced, and all functional tests will be performed.

Event description:
It was reported that the device exhibited an alarm. The event occurred before patient use. There was no patient involvement.